Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change due to battery reaching elective replacement. It was noted that the right ventricular lead's threshold had been steadily increasing over the last year. The lead was capped and replaced on (B)(6) 2018 without complication. The patient was stable pre, during, and post procedure.

Event description:
New information received stated that the right ventricular lead also exhibited failure to capture.